Manufacturer narrative:
Visual examination of the device found evidence of possible vein graft, arterial, or skin tissue that was occluding the filter panel. The origin of the tissue is unknown. It is likely that the obstruction on the filter panel preventing blood flow from the heat exchanger would have caused the over max pressure alarm. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. She stated that the system was successfully primed for use in the procedure and the induction dose was administered. The report stated that shortly afterwards the comsole gave an "unrecoverable over max pressure" alarm. The report stated that the patient heart was defibulated and the patient was in distress for a very short time due to lack of oxygen. The report stated that the surgeon was aware of the issue, removed the cross-clamp, and stabilized the patient's heart back to normal sinus rhythm. The perfusionist stated that during troubleshooting efforts they found that once the delivery set was replaced the alarm no longer sounded. The same delivery set when placed into another mps console did result in the same alarm occurring. The report stated that about 190ml of patient blood was lost due to the replacement of the delivery set. The report stated the procedure was successfully completed with no patient complications reported as a result of the alleged event. The delivery set was returned to the manufacturer for evaluation.